Event description:
It was reported that the patient was hearing beeping from the device. The device has been implanted greater than seven years. Technical services referred the patient to the physician. The doctor explanted and replaced the device with a new one. There were no additional adverse patient effects.